Manufacturer narrative:
Please retract this report 2017865-2013-04843 the same issue was reported as 2017865-2013-04613

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right ventricular lead was capped and replaced during a device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.